Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted the event of infection is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Patient reported possible infection and ¿asymmetrical breast." Patient additionally reported "bii, "wrinkling, pain, a feeling of tingling, deteriorating, and fatigue," all not related to the device. Device remains implanted.